Event description:
It was reported that upon interrogation of the patient's device, device diagnostics resulted in high impedance. It was reported that the patient's generator was also at eri = yes. The patient has not been followed by a neurologist in a long time as the patient has been seizure free. The patient has no intention on undergoing generator and lead replacement since she has been seizure free. No additional relevant information has been received to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.